Manufacturer narrative:
The reported event, there is a leak in the battery, was not duplicated, however, the reported event of charger says error 7, was duplicated. During visual and functional inspection, the battery was placed on the charger and the charger displayed ¿error 7.¿ the battery was disassembled and a broken solder joint connection between the pcb and the strap that connects to the negative terminal was found. There was no evidence of fluid ingress or corrosion in the battery.

Event description:
It was reported that system 6 non sterile battery is leaking before the procedure at the user facility. The procedure was performed using back-up equipment. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that system 6 non sterile battery is leaking before the procedure at the user facility. The procedure was performed using back-up equipment. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.